Event description:
It was reported that the customer had been getting the bard antireflex drainage bag from the hospital for over a year and it said it was antireflux, but when they went to clean them they were able to turn these upside down and fluid came back out. Item was not antireflux, if it came back the opposite direction. Customer was wondering how was it antireflux? Per follow-up via email on (B)(6) 2023, customer had been using bard anti-reflux chamber bag for about a year and they had the bag replaced every 6-7 weeks. When customer clean the bag, the cleaning solution of water and vinegar flow freely both directions of going in one end at the top of the bag and out the other end at the bottom of the bag; and then going the other direction into the bottom, it could also come out of the top end of the bag. This occurs in all of these specific types of bags with this part number and they recently purchased another brand of an anti-reflux chamber bag, and it only allow flow one direction.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was found to be not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had been getting the bard antireflex drainage bag from the hospital for over a year and it said it was antireflux, but when they went to clean them they were able to turn these upside down and fluid came back out. Item was not antireflux, if it came back the opposite direction. Customer was wondering how was it antireflux? Per follow-up via email on 01jun2023, customer had been using bard anti-reflux chamber bag for about a year and they had the bag replaced every 6-7 weeks. When customer clean the bag, the cleaning solution of water and vinegar flow freely both directions of going in one end at the top of the bag and out the other end at the bottom of the bag; and then going the other direction into the bottom, it could also come out of the top end of the bag. This occurs in all of these specific types of bags with this part number and they recently purchased another brand of an anti-reflux chamber bag, and it only allow flow one direction.